Event description:
It was reported that the unspecified bd tubing set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: recently there was employee exposure to bodily fluid. The cause of the exposure was traced to a ¿pinhole¿ in the ¿t-connector¿ of the tubing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Additional information has been received from the initial reporter confirming that the device involved with this event is not a bd product. This complaint and the initial MDR submission, (MFR report# 2243072-2022-00419) may therefore be disregarded.

Event description:
It was reported that the unspecified bd tubing set experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: recently there was employee exposure to bodily fluid. The cause of the exposure was traced to a ¿pinhole¿ in the ¿t-connector¿ of the tubing.